Manufacturer narrative:
(B)(4). The anesthesia workstation was investigated on site by the biomedical engineer. One of the two absorber bypass valves in the patient cassette was found broken. The valve was replaced and returned for investigation. The absorber bypass valves are located in the patient cassette where the co2 absorber is docked, one at the inlet and one at the outlet. The main task of these valves is to lead the re-breathed patient gas through the co2 absorber in order to remove the co2 from the gas. The absorber bypass valves are equipped with spring-loaded cut-off valves that will automatically close the valves when the co2 absorber is bypassed and removed. During cleaning procedure of the patient cassette these valves are removed from the patient cassette and put on a framework to be cleaned. Visual inspection of the returned absorber bypass valve showed that the spring in the valve had come loose and was stretched too much. Test of the valve in a reference system with the absorber docked in place could not reproduce the reported deviation in measured volumes. When the co2 absorber was bypassed and removed a large leakage occurred. The leakage occurred due to the broken absorber bypass valve not being able to close properly, leading to that the gas instead of passing through in the patient cassette, leaking out. Alarms for expiratory minute volume low and leakage are generated. Our conclusion is that the absorber bypass valve had been stretched too much by the user during the cleaning procedure.

Event description:
(B)(4).

Event description:
It was reported that during patient treatment, there was a difference between the inspiratory and expiratory volumes. There was no patient harm. (B)(4).